Manufacturer narrative:
Based on the current information provided, the causes of the patients' post-operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs was not possible due to lack of system and instrument details, event/procedure dates, and confirmation of site location(s). No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: within the updates surgery article titled, ¿robotic-assisted versus laparoscopic approach of bai-jia ng-style vagus nerve-preserving splenectomy and azygoportal disconnection,¿ it is noted that 2 patients underwent da vinci-assisted surgical procedures and experienced post-operative complications. One patient had a pancreatic fistula and one developed pneumonia. It is unknown what medical intervention, if any, was administered due to the complications. In addition, the causes of the complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Intuitive surgical, inc. (Isi) became aware of a updates surgery article titled, ¿robotic-assisted versus laparoscopic approach of bai-jiang-style vagus nerve-preserving splenectomy and azygoportal disconnection¿ (bai, d. S., jin, s. J., et al., 2022). Within the journal article, post-operative complications involving da vinci surgical procedures were noted. The purpose of the study was to evaluate whether robotic-assisted splenectomy and azygoportal disconnection (rsd) is feasible and safe for patients with cirrhotic portal hypertension and whether rsd is superior to laparoscopic splenectomy and azygoportal disconnection (lsd). The clinical effects of 50 patients with cirrhosis who underwent vagus nerve-preserving rsd (n = 20) and lsd (n = 30) between september 2020 and october 2021 were retrospectively investigated. Within the rsd group, one patient had a pancreatic fistula and one had pneumonia. Intuitive surgical, inc. (Isi) has attempted to contact the author correspondence to gather additional information regarding the patients/incidents. However, as of the date of this report, no new information has been obtained.